Manufacturer narrative:
Follow-up #3 - (11/27/2014) - correction.additional tests were performed on the desiccant to check for possible moisture issue. The desiccant within the subject vial was found to be intact, thus not the root cause for the control solution failing which was seen, and passed tga testing.

Manufacturer narrative:
Follow-up # 1 ¿ (09/03/2014), the lay user/patient¿s test strips have been returned on 07/25/2014 and evaluated by lifescan product analysis on 08/19/2014 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to a lab device. The reporter claimed obtaining blood glucose readings of ¿205mg/dl¿ with the subject meter and ¿156mg/dl¿ on a lab device, performed within 10-30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. In addition to this the reporter alleged that the subject meter read inaccurately high when compared to their feelings/normal results. The reporter claimed obtaining blood glucose readings of "205, 224, 201, 193, 205, 179, 187 and 196mg/dl" but the time of these results was not provided. At the time of troubleshooting the subject meter failed a control solution test. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2 ¿ (10/31/2014). Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to have results above range when tested with control solution with no assignable cause and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.